Event description:
It was reported that the physician reached out to technical services (ts) for a review of the stored events. Upon review, it was determined some intermittent undersensed beats. Programming options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.